Manufacturer narrative:
H10: the replaced touchscreen part was returned to the product investigation lab (pil) to be evaluated by a pil technician. The pil technician verified that the touchscreen passed all flex cable resistance verification testing. In addition, the pil technician also verified that the touchscreen passed all resistance ratio testing as well. Due to both sets of tests being passed at the pil and no problem being found, the investigation finds that the reported touchscreen problem cannot be confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not calibrating. The device was reported to be outside of use at the time of the reported problem. The field service engineer (fse) confirmed that there was misalignment in the touch position of the touchscreen which was not resolved by calibration. Due to this, the touchscreen was replaced, and the issue was confirmed to have resolved. No other abnormality or device issue was observed after during a periodic maintenance check. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).